Event description:
The nurse found that the scope was leaking and the angle was abnormal. Stopped using and contacted engineer for repair. There was no report of patient harm. This event occurred at the time of during inspection.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in u.s., therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: the bending rubber contacted the sharp instrument casused leakage. During reprocessing , the liquid entered the endoscope through the damaged part of the bending rubber, corroding the angle wire, leading to defect of the angle disc.